Event description:
It was reported that the patient developed a reaction at the skin on their implantable neurostimulator (ins) pocket site. There was some kind of inflammation present. The device was explanted on (B)(6) 2013. The ins aggravated the patient¿s condition instead of providing pain relief. It was noted that the doctor allegedly implanted a device that was on recall. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 37744, serial# (B)(4), product type: programmer, patient. Product ID: 3 777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3777-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).